Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false elevated platelet (plt) when processing on the alinity hq processing module. The patient is a 35-year-old female with acute leukemia, recently undergone a transplant. On (B)(6) 2026, sid (B)(6) repeated several times generated alinity hq plt of 162, 154, 165, 179, 180, 177 10e3/ul. The mpv value and differential was invalid on all runs. The blood smear plt estimate was 0-2 plt/pmf per field equal to about 10-15,000 ul. No impact to patient management was reported.